Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger clamps in the reported problem area of the pipette assembly needed to be replaced. Two (2) plunger clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.